Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported when booting on the fusion, the monitor was black and seemed like it was not receiving power. He could hear the system/computer fans consistently running. He was onsite trying to load a demo exam. Troubleshooting were performed with no resolution. There was no patient present.